Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive keypad issue. The "ok", "up" and "down" buttons have become intermittently unresponsive. In addition, the contrast button is entirely unresponsive. The issue began approximately one week prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/06/2013 with the following findings: a visual inspection of the pump keypad cover revealed that it was intact with no damage or peeling. During testing, all of the keypad buttons were intermittently unresponsive. The keypad cover was removed and evidence of contamination was found under all key contacts.